Event description:
Allergic reaction (hives/rash on face, arm, torso, back and all over the body) [hypersensitivity]. Case description: spontaneous report was received on (B)(6) 2013 from a female pt (age not provided), initials (B)(6). The pt's medical history was not provided. On (B)(6) 2013, the pt initiated treatment with synvisc one (hylan g-f 20) injection, dosage regimen and route not provided in unspecified location. The lot number for synvisc one was not provided. On an unspecified date on (B)(6) 2013, following the injection with synvisc one, the pt experienced hives/rash. The action taken with synvisc one treatment was not provided. The outcome for the event was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The relationship between synvisc one and the event was not provided by the reporter. Follow-up information was received on (B)(6) 2013 from the pt regarding medical history, event and treatment medication which upgraded the case from non-serious to serious (steroid use). The pt's medical history was significant for previous treatment with synvisc in 2012 with no problems. On an unspecified date in (B)(6) 2013, the pt developed an allergic reaction; hives on face, arm, torso, back and all over her body. It was reported that the arm was black and blue around the hives. The pt received treatment with prednisone for the event of allergic reaction. The pt had not yet recovered from the event of allergic reaction.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.